Event description:
It was reported that on (B)(6) 2013, a physician performed a novasure endometrial ablation and received several unsuccessful cavity integrity assessment (cia) tests. The physician performed a hysteroscopy and noted a "2x2mm" uterine perforation. The physician "stitched the perforation and tried again". A second disposable device was used and cia was unsuccessful. The physician aborted the procedure and the patient was discharged home. A hysteroscopy, dilatation, and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported disposable device lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Device history record (DHR) review was conducted for the radio frequency controller. No relationship can be established between DHR and current complaint. Reference internal complaint (B)(4).